Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. The device passed the prime, displacement, and basic occlusion test. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 13.1 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.